Event description:
New information received notes that post-paced t-wave oversensing and inappropriate mode switching was observed due to far r-wave oversensing. Patient was asymptomatic. Programming changes and a device change out were recommended. No further information available

Manufacturer narrative:
(B)(4).

Event description:
It was reported that an asymptomatic patient was presented in clinic for routine device check. Far r-wave oversensing was observed in an auto mode switch episode. Programming changes were made. The patient will continue to be monitored.